Event description:
The customer contacted beckman coulter inc. (Bci) on (B)(6) 2009, in regards to an erroneously elevated accutni result in the risk stratification range for one pt. The result was generated on the synchron lx I 725 clinical system. The initial result was not reported outside the lab. The customer re-ran the sample on another instrument and it has negative. The corrected result was reported. There was no reports of any adverse pt consequence or change to the pts' treatment. There are no indications of any medical intervention to prevent or preclude any adverse pt event.

Manufacturer narrative:
Field service engineer (fse) was dispatched to the site on (B)(4) 2009. The fse noted that the mixer speed was out of spec. The fse adjusted the mixer speed to specs and verified ultrasonic's and alignments. The fse performed a precision run to verify the fix to mixer speed. The run had passing results within spec. The fse verified all repairs per established procedures and all results met published performance specs. The fse indicated that hardware was the definitive root cause for this event. This reportable event was identified during a retrospective review of complaints conducted between (B)(4) 2008 and (B)(4) 2010 for add'l reportable events.